Manufacturer narrative:
Correction made to b3/d10: 1/30/2025 (previously submitted as 1/29/2025). Additional information: h3, h6 and h11. H11: the device was received for evaluation with a minicap attached. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The female connector was connected and disconnected using the returned mini cap and no issues were observed. The patient adapter was tightened to an in lab titanium adapter within inches per lb specification and leak tested and no issues or leaks were observed. The reported disconnection was not confirmed. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was disconnecting at the internal mechanism. This occurred during multiple steps of use of the device for peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: 2300 mcphillips street, peritoneal dialysis office h11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.